Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was pending but thought to be low blood glucose. The caller stated that the customer had no known illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer was found passed away and may have been deceased for possibly 5 days when they were found. The customer had fallen and the insulin pump was near them. The customer did not think the pump was the cause of death, as the customer was not compliant when low and there was a lot of blood at the scene, so possibly the customer had hit their head. The caller reported a low from a few months prior to the incident. The caller declined to return the insulin pump for analysis.